Event description:
Trouble walking [gait disturbance], redness in the injected knee [erythema], swelling in the injected knee [joint swelling], pain in the injected knee [arthralgia]. Case description: spontaneous report received on (B)(6) 2009, from a licensed practical nurse regarding a (B)(6) female patient, initials (B)(6). The patient had a relevant history of degenerative joint disease. The patient received injections of synvisc in the right knee on (B)(6) 2009. The patient had no problems after she received the first injection. On (B)(6) 2009, two days after she received the second injection, the patient experienced redness, swelling and pain in the injected knee to the extent that she had trouble walking. A medrol dosepak was prescribed for the patient and the symptoms subsided once the medrol dosepak was finished. The reporter assessed the events as possibly related to synvisc. See (B)(4) and (B)(4) for other adverse events from this reporter.

Manufacturer narrative:
Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.